Manufacturer narrative:
Supplement # 1 medwatch submitted to the FDA on 11/jan/2022. A DHR review was previously requested and performed for lot number af04523. The subject product met all specifications and requirements in effect at the time of manufacture. There are two other complaint against this lot number af04523. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 31/dec/2021. A deflated balloon with blue/black coloration on the shell was returned. The fill tube was not returned. A syringe was used to push liquid through the slit valve and there were no blockages, and the flow of liquid was continuous and unobstructed. The balloon was submerged in water and there were no leaks from the valve. The balloon inflated as intended; however, due to a small slit on the shell the balloon deflated. Under microscopic analysis, the small slit on the shell has jagged edges which is consistent with a surgical removal instrument. The complaint could not be verified as it is uncertain the cause of the deflation with the returned device due to the slit on the shell having jagged edges for removal. Lab analysis was not able to replicate the reported event of "deflation". It has not been possible to determine a root cause for this reported complaint. The user effect of "deflation" is known and labeled possible adverse event.

Event description:
The balloon was found to be deflated and the balloon migrated into the small intestine and caused an obstruction. The balloon was removed successfully and the patient is doing well.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 14/dec/2021. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation and obstruction" as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. - abdominal or back pain, either steady or cyclic. - deflation and subsequent replacement." "Deflated device should be removed promptly." The labeling is adequate as it addresses the reported complaint. Additional information: the device has not been returned for analysis. A device history record (DHR) review is pending for reporting purposes. There were no other complaints in the apollo database against this lot number, af04523.